Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent multiple altitude alarms. Reportedly, the customer was able to clear the alarms. The customer's blood glucose (bg) level was 225 mg/dl, however the customer reported that the bg level had not lowered and a bolus was delivered to address the bg level.